Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with motor error. The customer attempted three rewinds and the insulin pump alarmed each time. The patient's blood glucose at the time of incident was 262 mg/dl. The customer stated that the alarms occurred after he accidentally went into the pool with his insulin pump on. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm due to corroded motor home switch. The moisture damage found on the electronics. We were unable to perform the functional testing due to motor error alarm. The insulin pump had a cracked case at display window corner and minor scratched display window.